Manufacturer narrative:
The complaint sample was returned and received by integra for evaluation. The catheter was examined and appears to have been used. There was a sharp bend of approximately 35 degrees at the 4th mark on the teflon tubing, and signal fibers were found to have been damaged at the same location. The customer complaint was verified. The cause of the catheter being unable to monitor icp is due to optical fiber breakage at the 4th mark on the teflon tubing from the distal end. In the precautions section of the directions for use (dfu) of the 110-4b, it states that "extreme bending and/or kinks can impair the function of the fiber optic pressure transducer. Exercise caution when handling the catheter." In a review of the device history record, no abnormalities related to the reported incident were found. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the catheter was calibrated to zero, but upon connection to the monitor, no waveform could be obtained. Another catheter was used and it functioned well.